Event description:
It was reported that the pt developed an infection after the device was implanted. The pt had seen a new physician and it was recommended to have the device removed. The pt experienced pain when the stimulation was on. The pt turned the stimulation off. The pt was at home. Further info is being requested from the hcp.